Event description:
Reportedly, the wireless communication did not work during implantation with two different rf heads. The ICD could be interrogated using inductive telemetry. It was also observed that the svc coil continuity is abnormal, but this results from a programming error (the defibrillation lead is a simple coil lead but was indicated as a double coils lead in patient data). Reportedly, the patient has an infection and was kept isolated until he can leave the hospital.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the wireless communication did not work during implantation with two different rf heads. The ICD could be interrogated using inductive telemetry. It was also observed that the svc coil continuity is abnormal, but this results from a programming error (the defibrillation lead is a simple coil lead but was indicated as a double coils lead in patient data). Reportedly, the patient has an infection and was kept isolated until he can leave the hospital.